Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's leads migrated. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
H6 correction: health effect - clinical code should be 2388 - inadequate pain relief rather than 4582 - no clinical signs, symptoms or conditions. H6 correction: health effect - impact code should be 4610 - inadequate/inappropriate treatment or diagnostic exposure rather than 2199 - no health consequences or impact.